Event description:
The customer's site physicist reports that the flouro dose is over the limit on this x-ray device.

Manufacturer narrative:
(Method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.